Event description:
It was reported that after approx fifteen minutes of use during a procedure, the fiber broke near the connector. No additional info was available. Pt outcome: "no damages to the pt."